Event description:
Event description cpi received information that this large patch lead was removed from service because it was 'unable to capture'. During a replacement procedure of an implantable cardioverter defibrillator (ICD) this lead was verified to be fractured. The physician elected to replace the lead with an endotak lead.